Event description:
It was reported that the patient's right atrial (ra) lead exhibited signs of an insulation breach due to noise and a low pacing impedance. The ra lead was explanted and successfully replaced. During procedure, it was also noted that the patient's right ventricular (rv) lead indicated signs of an insulation breach. The rv lead was explanted and successfully replaced, and the patient remained stable throughout.